Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrector completely stopped cutting during a vitreo-retinal procedure. Aspiration status was not reported. The eye was stabilized and the vitrector was removed from the sterile field, a new product was opened, primed and the procedure was completed. The vitrector worked as expected initially and for testing. There was no harm to the patient.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the inner cutter in the port and dried white foreign material on the port face and inner cutter. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter pulled out of the coupling; green foreign material was observed in the coupling fillet. The fillet was deemed nonconforming. No presence of adhesive observed on the inner cutter. Couple gouge marks observed at one location on the inner cutter. The probe coupling was sent to the particle lab for analysis of the green foreign material observed. The coupling green foreign material was analyzed using microscopic fourier transform infrared spectroscopy, the best match was found to be polyester resin, aligning with the material composition of the adhesive use between the inner cutter and coupling. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. The complaint evaluation also indicates there was green foreign material at the detached coupling. The coupling was sent to the particle lab for analysis of the green foreign material observed. The coupling green foreign material was analyzed using microscopic fourier transform infrared spectroscopy, the best match was found to be polyester resin; aligning with the material composition of the adhesive use between the inner cutter and coupling. An internal investigation has been initiated in order to investigate the root cause of adhesive bond failure. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).